Event description:
A false positive discordant immulite 2500 stat troponin assay result was initially obtained on a duplicate patient sample. The customer runs all troponin samples in duplicate. Repeat testing was performed and the results were all less than 0.2 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant stat troponin assay result.

Event description:
A false positive discordant immulite 2500 stat troponin assay result was initially obtained on a duplicate patient sample. The customer runs all troponin samples in duplicate. Repeat testing was performed and the results were all less than 0.2 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known causes for the discordant stat troponin duplicate result. No further evaluation of the device is required. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known causes for the discordant stat troponin duplicate result. No further evaluation of the device is required. The instrument is performing within specifications.